Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead damage. The lead broke in half as the physician uncoiled it in the pocket. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported.